Manufacturer narrative:
Age/date of birth (years): mean age 53.65±29.62. Sex/gender: 55 male and 34 female. Weight and ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is august 27, 2020. Model number: unknown, information not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. If implanted, give date: information unknown / not provided. If explanted, give date: information unknown / not provided. Manufacturer phone number: (B)(4). The device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: koentjoro sl, artini w, soebijantoro I, istiantoro vw, rusmayani e, sulastiwaty r, djamal ze, akbar asn, yoserizal m. Comparison of complications after ahmed versus baerveldt implant in glaucoma patients: one year follow-up. International journal of ophthalmology 2020;13(12): pp.1908-1914. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of complications after ahmed versus baerveldt implant in glaucoma patients: one year follow-up. A cohort retrospective study was done to compare surgical results of the ahmed and baerveldt implant procedures in glaucoma patients at 1y follow-up. A total 445 eyes of 415 patients with glaucoma were included in the study and were divided into two groups with 351 eyes in the ahmed group and 94 eyes in the baerveldt group but only a total of 205 eyes implanted with ahmed implant (new world medical) and 49 eyes implanted with baerveldt implant 350 mm2 (advanced medical optics) completed the 1-yr follow-up. Of the 94 eyes implanted with baerveldt implants, 6 eyes were considered as failures (intraocular pressure (iop) >21 mm hg or less than 20% reduction below baseline on 2 consecutive study visits after 3 months, or iop=5 mm hg on 2 consecutive measurements after 3 months, re-surgery, loss of light perception vision or necessary removal of implant). Early complications (=1mo) in the baerveldt group include hyphema (n=1), flat anterior chamber (ac) (n=6), hypotony (n=2), iop>21 mm hg (n=5), wipe out (n=3), corneal erosion (n=1), snellen visual acuity (va) declined =2 line (n=1), endophthalmitis (n=1), hyphema + flat ac (n=1), iop>21 mmhg + tube exposed (n=1). Late complications (>1mo) in the baerveldt group include iop>21 mm hg (n=2), hypotony (n=2), snellen va declined =2 line (n=10), tube exposed (n=4), wipe out (n=2), flat ac (n=1), flat ac + tube (n=1), iop>21 mm hg + declined va (n=1), hypotony + declined va (n=1), and endophthalmitis (n=2). Re-surgeries in the baerveldt group include tube revision (n=7), ac reformation (n=4), ac irrigation aspiration + tube revision (n=1), ac reformation + tube revision (n=2), ac reformation + vitrectomy (n=1), tube revision + antibiotic injection (n=1), tube revision + aff tube (n=1), tube ligation (n=1), and aff tube ligation (n=2).